Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a senior operating nurse contacted with a complaint about a malfunction of a monopolar curved scissors. According to the operating team, the drive cable of the instrument burst during the operation, with the number of remaining lives being eight. The procedure was completed with no reported injury.